Event description:
Status post bilateral submuscular inframammary 300cc h/s gels (no op report, only office notes) for augmentation. Denies decreased size/history of trauma but complained of recent ptosis. Also complained of recent onset of local pain and thinks may have ruptured implants while breast-feeding this year. In addition, has systemic complaints including arthralgias (positive am stiffness), myalgias, paresthesias, fatigue, chronic adenopathy, headaches, memory problems, dry mucus membranes, hair loss, rashes, photophobia, mitral valve prolapse symptoms, costochondritis, increased cholesterol, gi/gu disturbance. Pt is otherwise healthy.